Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/17/2016, belt: 04/12/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home when the events began and was transported to the hospital via ems where he was admitted to the ccu, intubated, and later passed. Review of the download data indicates that the patient entered vt at 22:27:58 on (B)(6) 2017. The lifevest delivered 12 appropriate shocks during vt between 22:28:34 and 23:56:16. The response buttons were pressed after the second shock and again approximately 50 seconds prior to the third shock. The response buttons were not pressed during the rest of the event. The lifevest detected a non-treatable rhyhtm at 00:00. An external defibrillation was then delivered during vf at 00:00:56. The post-shock rhythm was an idioventricular rhythm at 130bpm. Further review of the download data indicates that the patient was in vt for approximately 3 minutes prior to the external defibrlilation. The lifevest did not detect the arrhythmia due to varying amplitude and motion artifact. The lifevest was shutdown at 3:02:10 on (B)(6) 2017 and the patient reportedly passed away at 13:30:00 the same day.